Event description:
Had a tkr (total knee replacement) revision on (B)(6) 2023 and dermabond prineo was used to close incision. On (B)(6) developed moderate itching in the distal portion of the mesh dressing which was the last portion to fall off. Over the next few days, it developed into a macropapular rash over the entire leg with systemic spread to other leg and same side arm to a lesser degree. Also developed l'orange skin on the surgical leg. I received prednisone dose pack on (B)(6) after incessant itching and without relief from topical or oral otc (over the counter) antihistamines. 2 days prior to rash I had a cortisone injection in the non-surgical knee which may have minimized my reaction.